Event description:
Reportedly the pt underwent surgery in 2004. 2 days later, the pt was home and started to wretch the following day, the pt was brought back to the hosp where it was observed that the sutures used for the abdominal closure had broken. The pt was resutured with a heavier (#2) suture with out complication.